Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that loss of right ventricular capture was noticed on a non-sustained right ventricular oversensing electrogram strip. The patient was asymptomatic and was brought into clinic. In-clinic interrogation noted that the lead sensing and capture thresholds were normal, and noise was unable to be produced in clinic. The physician elected to keep the programming the same. The patient would continue to be monitored.